Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited impedance anomaly. The lead was capped and replaced. No patient symptoms reported. No further information was available.